Event description:
The customer reported that a monitor fell and was damaged. No pt harm was reported.

Manufacturer narrative:
(B)(4): there is no indication of any mount or device malfunction. The available info is fully consistent with the unexpected fall being due to user error. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.